Event description:
It was reported that the pump battery would not charge, and attempts to remedy the issue using different wall outlets and charging cables were unsuccessful. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed it was within warranty, and provided instructions for returning the faulty pump. The customer was informed of the need for replacement and planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.